Event description:
It was reported a revision was performed due to a supracondylar femur fracture.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.